Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results, that the as reported error 171 that led to the procedure being cancelled were confirmed. The errors were likely due to an electrical overstress within the resonator triggering error codes to be displayed. After replacing the component, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history review: a service history review was completed. This laser console was installed on (B)(6) 2017. The system was last serviced on (B)(6) 2020. The laser console was fully functional without any issues. Device technical analysis: the console was serviced by a field service engineer (fse) onsite. The fse replaced the resonator and calibrated the console. The console passed full functional and electrical safety testing. The resonator was returned for analysis to our post market quality assurance laboratory. Visual inspection of the resonator identified the that both lithium triborate (lbo) non-linear optics crystal had moisture damage and the optics needed to be cleaned. The diode wavelength was out of specifications, show 803.21nm at 110amps when it should be 532nm. Desiccant was worn and has not been replaced in over 3 years. It was visualized that the frozen indicator was purple, indicative of it being exposed to freezing temperatures possibly during transport. If there had been water in the unit at the time the freezing temperatures could have induced internal damage. The service department was not able to repair the resonator. Investigation conclusion: based on analysis results an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error code 171 appeared on the console. The console was rebooted, but the issue was not resolved, and the procedure was not completed. The patient was under general anesthesia. When the physician stepped on the foot pedal, the console indicated the error. During this time, the physician maintained sufficient distance from the patients tissue. There were no clinical consequences to the patient.

Event description:
It was reported that error code 171 appeared on the console. The console was rebooted, but the issue was not resolved, and the procedure was not completed. The patient was under general anesthesia. When the physician stepped on the foot pedal, the console indicated the error. During this time, the physician maintained sufficient distance from the patients tissue. There were no clinical consequences to the patient.